Event description:
It was reported that during an unknown procedure, the handle of the device broke when arming. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: damaged precock mechanism. The analysis results showed that one ems device was returned non-functional. The device was disassembled to verify the integrity of the internal components; the return spring was found disengaged from the driver link, as a result of the driver link being broken. Although no conclusion could be reached as to how the damaged to the driver link occurred; it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.